Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a bent pulse pin in the electrode belt connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving add gel messages in the absence of a prior gel release.